Manufacturer narrative:
A maquet field service technician (fst) evaluated the device and found that the metal dust cover of the light system fell out. Maquet assumes that the device failed to meet its specification due to an incorrect attachment of the dust cover. Additionally, the device was directly involved with the reported incident however was not being used for treatment or diagnosis of the patient when the event occurred. The fst installed a new dust cover and returned the device to service. The xten series operating manual includes a verification of all covers.

Event description:
The customer reported that the dust cover from the spring arm fell out. No injuries were reported. (B)(4).